Manufacturer narrative:
H10 h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The customer provided image confirms the product identification information. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of this complaint case revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A review of the instructions for use found: · do not push the deployment slider twice or the second implant will deploy prematurely. · do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The needle overmold assembly was significantly bent. The suture with the two attached anchors was not returned. The depth limiter button was in the default position. The deployment needle was in the t1 position. A functional evaluation was conducted. The deployment needle moved with moderate resistance. The deployment needle would get stuck at the top of the deployment channel and would have to be manually pulled down. An analysis of the enclosed image appears to show two fast fix devices with their depth limiter buttons set to different depths. There also appears to be two product boxes. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Since there was reported a backup was available to complete the procedure with no significant delay or other complications; no further clinical medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during meniscus repair surgery, the t2 of the fast fix fall off before deployed it. T1 was removed from patient. A backup was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.